Manufacturer narrative:
The cryoprobe was evaluated by erbe USA on 2025-12-02. The visual examination revealed broken probe at the connection point between the white tubing and the catheter. There was a slit or cut in the white tubing approximately 18mm long and 206mm from the distal end of the white tubing. Then at the direction of the manufacturer, erbe elektromedizin gmbh (erbe germany), the cyroprobe's connector section was disassembled as instructed. Glue between the connector and the clear plastic tubing on the high-pressure side of the cryoprobe was found to be insufficient. No anomalies were found in the review of the device history record (DHR) for the lot of the cryoprobe. Assessment by erbe germany erbe has been made aware of isolated cases where the outer white tubing of cryoprobes rupture. After a thorough investigation, it has been concluded that a very low number of isolated incidents have occurred involving the reported failure mode. More specifically, less than 0.1% of cryoprobes manufactured during the timeframe which the problem was discovered have ruptured. In these rare cases, the fixation of the gas inlet inside the probe connector had loosened, allowing gas to flow into the return line. Since the return line is not designed for this volume of gas, the tubing could rupture. Since discovering the issue, the manufacturing process has been improved by stabilizing the adhesive application and adding additional inspection steps, including a camera-based process to monitor the gluing of each cryoprobe. All of these measures have been implemented to minimize/eliminate the issue. The customer is being made aware of the findings. Erbe USA, inc. Is closing the file on these incidents.

Event description:
It was reported that an incident occurred with a flexible cryoprobe during a lung cryobiopsy. The cryoprobe was used with an erbe cryosurgical unit (model erbecryo 2, part number: 10402-000, serial number: (B)(6). During the procedure, the accessory ruptured immediately upon activation and produced a "sudden, extremely loud noise." Staff in the room were startled by the noise with one staff member reporting acute ear ringing following the incident. The affected staff member followed up with employee health for evaluation and no medical intervention was required. No additional injuries were reported.